Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system (was returned for analysis, a visual examination of the stent found no issues. There was no sign of damage, stretching, or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 23cm distal to strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 12oct2022. It was reported that stent damage occurred. Th 95% stenosed, 24mm x 2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x24cm synergy ii drug-eluting stent was advanced for treatment. However, during procedure it was found that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed hypotube detached/separated.